Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving 200 mcg/ml of clonidine at 88.07 mcg/day, 30 mg/ml of bupivacaine at 13.21 mg/day, and 25 mg/ml of morphine at 11 mg/day, via an implantable pump for non-malignant pain and chronic low back pain. It was reported a motor stall was seen upon initial interrogation. It was unknown if the patient had recently had a magnetic resonance imaging procedure. The patient had contacted the hcp stating they saw the code 8476 (motor stall) on their personal therapy manager (ptm) and they could not get a bolus. It was reported the patient was vomiting a lot. It was unknown when the issue began. The hcp had not gotten a hold of the patient's pump doctor and did not know if they could send a healthcare provider out to the patient's home on the day of the call ((B)(6) 2019). The hcp stated they would recommend that the patient go to the nearest hospital. Motor stall considerations were reviewed with the hcp. Additional information was then received on (B)(6) 2019. It was reported the patient was still in an altered mental status. The pump had been turned to minimum rate mode over the weekend due to the motor stall. However, the patient was still experiencing symptoms and the healthcare provider alleged that the pump was dispensing more medication than the minimum rate, causing the patient's symptoms. The managing doctor wanted to shut the pump off permanently. The pump off code was provided and it was reviewed to return the pump for analysis once replaced. No further complications were reported or anticipated.